Manufacturer narrative:
The product is not available for evaluation and testing. Additional information to be submitted 30 days upon receipt.

Event description:
A fracture of a precise stent was noted during a follow-up visit. The patient is a male. The stent was place in the left iliac vein in 2007. Post-procedure films show the stent in good condition. The patient returned for a follow-up visit in four months later, and films show a fracture at the distal portion of the stent. The characteristics of the vessel are unknown. It is unknown if there was any difficulty placing the stent during the index procedure. It is unknown if the patient has had any interventional procedures since the stent was placed. There is no re-stenosis in-stent and the vessel remains open. The physician plans on treating the fracture with another stent. There was no reported injury to the patient.